Manufacturer narrative:
The unit passed the displacement test. Unit alarmed motor error during basic occlusion test and unable to prime during prime / system sensor test due to faulty back pressure sensor. The motor was tested outside of the device and passed. Unit was received with cracked reservoir tube lip, minor scratched display window and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a bolus. Customer does not recall any significant events leading to the error. Troubleshooting was done for button error. Customer's blood glucose was 108 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.